Manufacturer narrative:
D4: expiration date unk. H11: increase in refractive astigmatism is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an unexpected outcome due to myopic astigmatism. The lens remained implanted. Additional information has been requested but none has been forthcoming.